Event description:
Trinity / metafix collared revision after approximately 10 months and 2 weeks due to infection. Please note: the reported ceramic liner associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4) final report additional information, including confirmation on which devices were revised, post primary and pre revision x-rays, operative notes, paient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, however, no further information was provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Based on the above, no further investigation can be conducted, and the root cause of the reported infection could not be identified. Therefore, this case is now considered closed, however, should any additional information be provided which requires further investigation then this case may be re-opened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including confirmation on which devices were revised, post primary and pre revision x-rays, operative notes, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity / metafix collared revision after approximately 10 months and 2 weeks due to infection.